Event description:
It was reported that pt is experiencing pain in the back of the right hip implant, soreness down the leg of implant, pain in the groin area and cannot walk since the surgery. Pt stated that she will be needing revision surgery. Pt stated that she will be having an MRI around (B)(6), 2012.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.